Manufacturer narrative:
Patient identifier: (B)(6). Device is a combination product.

Event description:
(B)(6) clinical study . It was reported that a dissection occurred. In (B)(6) 2020, the subject experienced continuous runs of ventricular tachycardia and ventricular fibrillation requiring defibrillation by his implantable cardioverter defibrillator (ICD), which did not respond to changes in medication. Coronary angiography revealed a 95% stenosed proximal right coronary artery (rca) which was treated with the placement of a 5.0x24mm study stent. Following stent placement, a dissection in the distal edge of the rca was noted and treated with placement of another 5.0x12mm study stent. In addition, the 90% stenosed proximal and mid left anterior descending artery (lad) were treated with placement of 4.0 x 28 mm and 3.5 x 38 mm synergy stents respectively in overlapping manner and the 90% stenosed posterior descending artery (pda) was treated with a 3.0 x 20 mm synergy stent. While treating the proximal lad with the 4.0 x 28 mm synergy stent, the first diagonal artery was jailed and had a timi flow of 0. Further intervention was deferred. Two days later the subject had mild shortness of breath with heaviness on his chest and was also noted to have low blood pressure. The subject became unresponsive and despite multiple antiarrhythmics, including lidocaine, amiodarone and procainamide, the subject continued to be in refractory ventricular tachycardia and ventricular fibrillation. Despite extensive cardiac resuscitation, the subject was pronounced dead the next day.